Event description:
It was reported that upon hearing the patient alert the patient visited the hospital, whereupon it was noted that there was high pacing impedance. Isometric testing found occasional noise. Four days later, the patient received a shock due to oversensing and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product 5076-52. Implantable pacing lead. (B)(4).